Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that when he powered on his coaguchek xs meter serial number (B)(4), the display was so faint he could not tell what was on it. The reporter changed the meter batteries, but the display was still faint and he could not decipher what was on the screen. The numbers on the screen were missing segments and pieces. The reporter performed a display check and said the screen was blank. He stated that if he tilted the meter to a certain angle under a bright light, he could see the meter displayed "set", but then the display became faint again an he was unable to determine the numbers flashing on the screen. Once removed from the bright light, the display was still faint with numbers in the result field missing segments and pieces. The meter did not display signs of burning, melting, or smoking. No adverse events were alleged to have occurred with the patient. The reporter's product was requested for investigation and replacement product was sent to the reporter.